Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received functional and electrical testing. A visual inspection was performed along with a short simulated therapy. Upon conclusion of the investigation, the cause of the issue was determined to be use error, the tidal total ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:52:06. During night drain cycle five, the patient's ultrafiltration reading was 1447ml, indicating the home patient drained 1277ml more than their maximum programmed fill volume of 1700ml. No additional information is available.